Manufacturer narrative:
(B)(4). From the information reviewed, it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. (B)(4). No anomalies or deviatons were found if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received hip-tep right side in 2007 (pe inlay 52/32 and metal head) , and hip-tep left side in 2008. She was satisfied. In 2011, 2013, and 2014 patient was world champion in the nordic walking half marathon. All in all little discomfort, but occational discomfort in right hip. Radiological a considerable wear of pe at right hip was seen. Revison of inlay and head on (B)(6) 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.